Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during bolus delivery, the customer entered an incorrect blood glucose (bg) value which resulted in more insulin delivered than intended. Subsequently, bg decreased to 25 mg/dl. Contact gave the customer food and bg improved to 144 mg/dl. Contact reported that use error was the cause of the event. Tandem technical support assisted the contact with turning the feature lock on.